Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a discrepancy with the customer's continuous glucose monitor (cgm) and glucometer. Reportedly, the customer's cgm read a blood glucose (bg) level of 213 mg/dl, however the glucometer read a bg level of 165 mg/dl. Customer delivered a bolus for the bg of 213 mg/dl, and subsequently bg levels became low (46 mg/dl). Customer addressed low bg levels with soda, bread, and peanut butter. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer.